Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple infusion set changes were performed to address the occlusions. Customer's blood glucose level was in the 230's mg/dl range.